Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had recurring no delivery alarms. The customer had tried 4 infusion sets and alarm persisted. Blood glucose at the time of incident was 160 mg/dl. During troubleshooting, insulin did exit the tubing, but the insulin pump alarmed no delivery. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly. (B)(4).